Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 0.97ng/ml was obtained. The original sample was re-tested and repeated result was 0.35ng/ml. No erroneous result was reported out of the lab. The customer did not receive any report of change to patient treatment or patient injury requiring medical intervention attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications on the date of the event. System check performed in 2008 was within published specifications. However, one of its parameter was outside service guidelines. The specimen was collected in a greiner, pst, plastic, lithium heparin tube. The sample was stat, centrifuged in a statspin centrifuge for 3 minutes. This is the only sample in question. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the substrate probe was too short and the substrate relative lights units (rlus) were elevated. The fse replaced the substrate probe, substrate pump and decontaminated the system. The fse performed a preventive maintenance (pm) to the instrument. The fse ran a 20 point precision test with good results. The fse verified the repair per established procedures and results met published performance specifications. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.